Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an hemorrhagic stroke and passed away. The pump was operated as intended, however the pump may have the relationship with the stroke. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported hemorrhagic stroke and patient outcome, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the driveline severed approximately 3.5¿ and 8.5¿ from the pump housing. The distal portion of the driveline containing the metal connector was also returned measuring approximately 29.5¿ in length. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was attached to the pump¿s inlet port. The apical sewing ring was present on the distal end of the inlet tube. The sealed outflow conduit (outlet elbow, sealed outflow graft, and sealed outflow graft bend relief) was returned attached to the pump¿s outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured thrombus formations or depositions. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The heartmate ii left ventricular assist system instructions for use (IFU) lists stroke and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system in section 5.0, ¿adverse events¿. Section 17.0, ¿patient management¿, under "anticoagulation therapy", outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.